Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm when the insulin vial was empty. The customer's blood glucose reading was 488 mg/dl at the time of incident. Troubleshooting found that there was a no delivery alarm in the pump history and offered to perform the high pressure test but customer declined. Customer declined to perform any further troubleshooting and was advised to monitor the pump and to call back if an additional alarm were to occur or for further assistance if necessary.